Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
The patient also reported painful stimulation sensations and migration of the lead. Plans for surgery have now been made, but has not occurred to date.

Event description:
It was reported that the patient started to feel pain at the site of the generator and the patient felt like the device had moved downwards. X-rays were taken and it was discovered that a fracture in the lead was observed. The patient was referred to surgeon for a consult, but plans for surgery have not been made to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B1 adverse event, corrected data: supplemental report 1 inadvertently omitted selecting adverse event. B2 outcome of event, corrected data: supplemental report 1 inadvertently omitted selecting adverse event outcome. B5 event description, corrected data: supplemental report 1 indicated migration of the lead but was reported to be generator migration. F10 adverse event problem codes, corrected data: supplemental report 1 inadvertently omitted coding for painful stimulation related to lead fracture. H6 adverse event problem codes, corrected data: initial report inadvertently omitted b01 from report.

Event description:
Additional information was received that migration of the generator was not confirmed and it is unknown is non-resorbable sutures were used. The intervention of scheduled explant surgery was noted to be for the pain and the patient has been seizure free for years. No trauma or manipulation at the implant site has been seen. X-rays were previously taken, with no anomalies seen. It&#39;s noted that after high impedance was seen, normal and magnet mode outputs were disabled for the patient&#39;s pain.